Manufacturer narrative:
Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. Reason for reoperation: deflation. A review of the device history record has been initiated. If any new, changed or corrected information is noted, a supplemental medwatch will be submitted.

Event description:
Patient reported right side rupture. Device remains implanted.

Manufacturer narrative:
Device evaluation: the patch information is not visible in the photo. Visual analysis of the photographs identified: yellow particles on the surface shell, crease fold, and wear abrasion. Device analysis performed through photographs, due to the impossibility to perform a further analysis it is not possible to determine the cause of the event. Additional, changed, and/or corrected data: b.5, d.7, h.6.

Event description:
Device has been explanted.